Event description:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the initial lap ovarian cystectomy procedure was performed without any issues and the surgical field was examined and found to be dry with hemostasis being achieved. Post-op the patient returned to the operating room due to bleeding from both ovarian pedicles. A laparotomy was performed to control the bleeding. The patient had a good recovery.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent